Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction occurred. The totally occluded lesion being treated was located in the complex left anterior descending (lad). The patient presented with an acute anterior myocardial infarction. Angiography revealed a totally occluded left anterior descending (lad). The occlusion was found to be extensive thrombus. The lesion was predilated with a 2.5x30mm maverick2 balloon, inflated twice to 8 atm for 20-30 seconds, and a 2.5x20mm maverick2 balloon, inflated twice to 8 atm for 30 seconds. The physician deployed a 3.00x20mm taxus express2 drug eluting stent, inflated to 10 atm for 30 seconds. The stent was post dilated with a 2.5x30mm maverick2 balloon, inflated three times to 8 atm for 30 seconds. Medications: nitroglycerin, aspirin, lovenox, integrelin, and plavix. One year and six months post the initial procedure, the patient presented with substernal chest pain, shortness of breath and nausea. The patient took sublingual nitroglycerin without any relief prior to arriving at the hospital. EKG suggested acute septal myocardial infarction with st elevation. Angiography found the cx to have 50% stenosis and the om to have 30% stenosis. The chest pain resolved about 35 minutes afer arriving at the hospital. Medications: nitroglycerin, aspirin, lovenox, and plavix.